Event description:
It was reported that the device is not booting up consistently. Battery compartment not always making contact. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product device was received for evaluation. Visual and functional testing were performed. Battery holder assembly is faulty, manometer is out of specification. This reported issue was confirmed. The root cause of the reported issue was found to be faulty battery holder assembly. Faulty battery holder assembly was replaced and out of spec manometer. Installed service kit and performed (pm) preventive maintenance and recalibrated. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).